Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1bjf6 implanted: (B)(6) 2017- product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she didn't think her therapy was working right now because she fell on it and her symptoms weren't being controlled because she had started to get up more at night and was using the bathroom more which resulted in her not being able to sleep well as she had to get up to potty. The patient stated it has been a problem her whole life and did not correlate with her lack of symptom control. The patient reported not feeling stimulation while therapy was off. Therapy was turned back on successfully however it was too soon to know if patient¿s symptoms were resolved. Patient stated she fell and hit her back and must have done something to her tail bone in the fall because it hurts. Patient stated that the loss of symptom control didn't happen immediately after the fall but "a little shortly after" (fall was in (B)(6), symptom return was 'about a month ago'). The patient stated she has had device checked couple times since fall. Patient stated that she had been feeling stimulation down her legs and she felt "the nerves down her legs". Patient stated she felt this when implant neurostimulator (ins) was off as well. Patient stated that she met with representative about 2 weeks ago to look at the device with his programmer and he wanted to see how the patient was feeling and patient stated that she didn¿t feel stim down her left leg any more but it started to be down her right leg. Patient stated she no longer felt stim in legs but felt it in her back after representative 'fiddled' with her device. Patient stated that her hcp told her electronically he was afraid the wiring may have gotten broke and that he may have to go back in surgically to fix it but he was afraid to go in surgically because the patient has been having episodes of seizure like activity and he could not go in until the patient has an MRI to check to see what that seizure like activity might be (patient stated that the seizure like activity to her knowledge was not device related). Patient stated that she was having trouble finding an MRI facility that will scan her and was waiting for call back. The patient increased stimulation at 1.7v where she felt it comfortably in the bike seat area and will leave it at that. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.